Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The patient's pertinent medical history was not available. It was reported the patient had her first pump for "8 years" and it was a 40 ml pump; the doctors replaced it with a 20 ml pump on (B)(6) 2015 which resulted in headaches and "major problems." The patient noted that they did not replace the tubing when they replaced the pump. The patient noted that the stitches looked fine but within 2 weeks "I got a rash which was an infection." The patient noted the "doctor said I was fine" but it was "red as a radish" and the stitching came out and "it was leaking, pus was coming out of it." The patient noted that "a week ago they had me in the hospital and cut out the infection" then put the same pump back in her body. The patient noted the stitches would be taken out on (B)(6) 2016. Oral antibiotics were administered as an intervention. The cause of the infection and "major problems", diagnostics performed, drug information, relevant medical history, outcome of the event and event date information was not known. Follow-up was not possible as the patient did not want to give any identifying information and no follow-up doctor was given. If additional information is received, a follow-up report will be sent.